Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Article information: tarzia, v. Et al. (2023). Current problems in cardiology, 48(2), 101506. Https://doi.org/10.1016/j.cpcardiol.2022.101506. (B)(6). Section a, d4: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event is approximate as the data were collected between november 2015 and february 2020. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this investigation. The research article titled ¿anticoagulation alone as an effective and safe antithrombotic therapy in lvad: when less is more¿ reported that the heartmate 3 might be associated with thromboembolism, neurological events, bleeding, infection, respiratory dysfunction, renal dysfunction, arrhythmia, and death. The aim of the study was to evaluate the safety and effectiveness of anticoagulation alone in heartmate 3 patients. The study involved 50 patients implanted with hm3 (heartmate 3) between nov2015 and feb2020. The patients were divided into two groups - group 1 with 28 patients who were given a combination of two anticoagulant medications and group 2 with 22 patients only given one anticoagulant medication. A total of 18 patients across the study had hemocompatibility related adverse events (hreas). 17 of these hreas occurred in group 1 and consisted of the following: 6 patients with non-surgical chest bleeding, 5 patients with peripheral hemorrhages, 4 patients experienced gastrointestinal hemorrhage, 1 patient with a cerebral hemorrhage, and 1 patient with a celiac tripod thromboembolism. Only 1 hrea occurred in group 2, a peripheral hemorrhage. Additional outcomes for group 1 reported several adverse events and deaths. 3 patients required prolonged mechanical ventilation, 8 patients experienced a bloodstream infection, 10 patients required continuous veno-venous hemofiltration (cvvh), 4 patients experienced malignant arrhythmia, and 5 patients died. Additional outcomes for group 2 also reported several adverse events and deaths. 3 patients required prolonged mechanical ventilation, 5 patients experienced a bloodstream infection, 4 patients required continuous veno-venous hemofiltration (cvvh), 4 patients experienced malignant arrhythmia, and 3 patients died. The heartmate 3 device serial numbers and other specific case/patient information are not available and were not requested. No product was evaluated under this complaint. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists peripheral thromboembolic event, bleeding, stroke, infection, arrhythmia, respiratory dysfunction, and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also lists thromboembolism and arrhythmia as potential late postimplant complications. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported through a research article titled ¿anticoagulation alone as an effective and safe antithrombotic therapy in lvad: when less is more¿ that the heartmate 3 might be associated with thromboembolism, neurological events, bleeding, infection, respiratory dysfunction, renal dysfunction, arrhythmia, and death. The study involved 50 patients implanted with heartmate 3 who were divided into two groups, where group 1 were given a combination of warfarin and aspirin and group 2 was given only warfarin. Of the two groups a total of 18 patients experienced hemocompatibility related adverse events (hreas) which were defined as thromboembolic events including pump thrombosis, arterial thromboembolism, neurological events including stroke, transient ischemic attacks (tias), seizures, and non-surgical bleeding. More specifically, the patients experienced non-surgical chest bleeding, peripheral hemorrhages, gastrointestinal hemorrhage, cerebral hemorrhage, and celiac tripod thromboembolism. Non-hreas that the patients experienced were prolonged mechanical ventilation, bloodstream infection, continuous veno-venous hemofiltration (cvvh), and malignant arrhythmia. Related MFR # 2916596-2023-00569.